Event description:
Recent issues with tego connector not flushing. Arterial port alteplase aspirated but unable to flush. Both arterial and venous tegos was changed. Unable to flush arterial line but able to aspirate prior. Arterial line tegos changed. Upon removing old tego, small clot observed, with new tego, was able to aspirate and flush arterial line, no further issues noted. Continue with current protocol with changing tegos. As needed. Maybe current tego batch could be a manufactured defect as the same situation has occurred with a few of our other hd patients. Recommend manufacture assessment. There was no detectable harm in this event. This is a recurring issue. Unable to determine the specific lot # that was involved in this event.